Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (advanced age ¿ 82 years, native leaflet calcification, lvot calcification) likely contributed to the reported cerebral infarction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in japan, during a transfemoral tavr procedure, a 26mm sapien 3 valve was deployed in the aortic position. One day post tavr, an MRI indicated an observation of cerebral infarction. The patient reported a ¿feeling of strangeness¿ on the left side of their body. During rehabilitation, it was noted that the patient tilted to the left. The patient was able to move their body, but no perception was confirmed. The patient was transported to a neurosurgical hospital. Since tissue-plasminogen activator (tpa) was not indicated and the symptoms were ¿not strong¿, the decision was made to treat conservatively with rehabilitation. The patient returned to the hospital. The native annular valve area measured 480mm2. Native leaflet calcification (degree is not known) and mild calcification of the lvot were reported.

Manufacturer narrative:
Reference CAPA-20-00141.